Event description:
It was reported that cgm displayed error message while customer used sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, and successfully started new sensor session without further error messages.